Event description:
Procedure: direct lumbar interbody fusion, posterior spinal fusion levels implanted: l4-l5 it was reported that in (B)(6) 2012, patient was experiencing constant pain in her neck and back. On (B)(6) 2010: the patient underwent following procedures: 1. A direct lumbar interbody fusion using auto and allograft from l4-l5; 2. Placement of an interbody cage from l4-l5; 3. Posterior spinal instrumentation from l4-l5; and 4. A posterior spinal fusion using auto and allograft from l4-l5. The patient was implanted with rhbmp-2/acs. Shortly after the surgery, patient reported that the incision on her side was very painful; patient's incision later ruptured as a result of rampant infection. Post-op, patient alleged of suffering from back pain worse than prior to her surgery. Patient endured constant neck pain, as well as muscle spasms and allegedly, lost a measure of her flexibility as well. Patient reported of receiving follow-up care until the (B)(6) 2010. Patient currently suffers from severe pain that extends from her neck down to her knees, muscle spasms, and tremors.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.